Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to inflammation at the interface of the rv lead and tissue. During the lead revision, it was discovered that the implantable cardioverter defibrillator (ICD) header had a loose sealing ring in the rv port. Subsequently, the ICD was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to inflammation at the interface of the rv lead and tissue. During the lead revision, it was discovered that the implantable cardioverter defibrillator (ICD) header had a loose sealing ring in the rv port. Subsequently, the ICD was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined the is-1 proximal seal rings of this lead were lifted from the surface below them. An unsuccessful attempt was made to insert the is-1 terminal connector into the appropriate port of a device. The inability to insert the rate/sense portion of this lead into the port on a device is attributed to the lifted seal rings. -- if information is provided in the future, a supplemental report will be issued.